Event description:
Doctor phoned on june 23, 2006, to state that since he began using the supereagle punctum plugs in 2004, he has seen 6 patients develop granuloma that begins with a partial extrusion of the punctum plug followed by vascular growth around the plug. The doctor reports that he has not used any antibiotics or steroids on any of these patients. He has removed the affected punctum plugs and the patients are now all doing fine. None of the punctum plugs are available for analysis nor were we able to obtain the exact catalog or lot numbers of the punctum plugs in question. The exact dates of insertion and removal of the punctum plugs are unknown. This is the fourth of 6 medwatch reports to be filed regarding this report. No additional information is expected to be forthcoming.

Manufacturer narrative:
This is the fourth of 6 medwatch reports to be filed regarding this report. No additional information is expected.